Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a lead revision, noise was noted intermittently and oversensing was also observed on the ra lead. Upon device interrogation, the patient experienced atrial flutter. The lead was capped and replaced on (B)(6) 2019. The patient is recovering.